Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the surgeon fired the device and it only stapled on one side for about half the length. The other side did not staple and it stopped cutting 1/3 the way down the end effector. A new device was used to complete the procedure. There was no patient impact. (B)(4)

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. In addition, the customer reported experiencing dizziness, nausea and had a stomach ache. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). Wedge band bypass. The analysis results found that the lts60a device was returned in good conditions, a tr60w cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was 1/3 fired and the right side was 1/8. The cartridge lockout was found normal. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.